Event description:
Approx one year ago, vaoseal es was deployed in the pt following a diagnostic catheterization procedure. Nine weeks post deployment, the pt underwent vascular surgery for what the operative report suggested was removal of vasoseal collagen that was within the lumen of the artery.